Event description:
Covidien endo clip failed intraoperatively to provide sufficient hemostasis. The device was removed from the field and a new one was opened. The second clip also failed to provide sufficient hemostasis. The procedure was successfully completed with additional clips and no harm came to the patient. Per reporter; the manufacturer is sending a return kit. We will return the device for failure analysis.